Manufacturer narrative:
(B)(4). The reported field event of inappropriate hv therapy was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate hv therapy due to af with rapid ventricular response. There were no changes made to the device. The patient was started on anti-arrhythmic drugs to get the rate under control. The device was later explanted and replaced.